Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button on the insulin pump did not respond during a bolus attempt. The customer stated her blood glucose was over 300 mg/dl. Customer was advised that if she was experiencing diabetic ketoacidosis symptoms, the paramedics could be called but the customer declined. Customer stated that she worked at a crime laboratory and the insulin pump was exposed to chemicals and went often into freezer. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.